Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket failed. The field service engineer found there was metallic debris across the pins in position c2. The fse manually removed the cubies from row board c, restarted the hardware testing application, and observed that the yellow led was not illuminated. After restarting the application, all cubies were detected. The issue was resolved by cleaning the metallic debris and ensuring proper seating of the row board cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a failed pocket. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.